Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The patient's wife reported via phone call that her husband left the battery out of the insulin pump all night, and when the battery was reinserted the device alarmed either battery out limit or failed battery test. Troubleshooting did not occur for the battery alarm. The insulin pump was not returned for analysis.